Event description:
It was reported to boston scientific corporation in late 2006 that a hydra jagwire device was used during a procedure (patient age, gender and weight unknown), four days earlier. According to the complainant, the "coating stripped" and the procedure was completed with another hydra jagwire device. No issues were reported at the end of the procedure.

Manufacturer narrative:
A visual examination of the returned guide wire revealed that the teflon sleeve was torn at 22 cm from the distal end, exposing the core wire. In addition, two indentations were found on the teflon towards the end of the jagwire. Although the investigation results indicate that the procedural factors may have contributed to the device failure, the root cause could not be determined.